Event description:
The complainant has reported that pt underwent a therapeutic procedure for hemostasis in the stomach utilizing the resolution hemostatic clipping device. Please note associated complaints 6000048-2005-00132 and 6000048-2005-00134. All three devices were utilized on the same pt at the same event with the same deployment issue. The clinician reported that the clip was positioned at the bleed site in the stomach. The clip did grasp the tissue. The clip would not detach from the catheter. Attempts by the physician to deploy the clip, resulted in the clip being pulled off of the sites which dislodged the blood clot that had stopped the bleed. Another device was utilized to perform hemostasis. The clinician reports that the scope was retroflexed. The directions for use outline appropriate steps when presented with a retroflexed and/or tortuous path. The pt condition is listed as fine.